Event description:
The olympus representative reported on behalf of the customer that during preparation for use, the forceps elevator wire was completely broken on the evis lucera duodenovideoscope. The intended procedure was diagnostic and there was no procedural delay. The procedure was completed with another similar device without problem. There were no reports of patient harm associated with this event. The device was returned and evaluated, and the forceps elevator had foreign material and inside the light guide lens was dirty. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
During device evaluation, the customers¿ allegations were confirmed; due to a cut in the knob wire, the forceps elevator did not operate smoothly. Additional findings include the following: the curvature angle in the up direction did not meet the standard value due to abrasion of the angle wire; the charged coupled device lens and the bending section cover adhesive was broken; the connecting tube had wrinkles; the coating on the connecting tube was peeling off; the scope cover was deformed; the connecting tube protector and switch 1 was cut; and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer answered the following questions: ·did customer reprocess the device before sending it in for repair? Yes ·does the customer follow reprocessing steps as per instructions for use (IFU)? Yes a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to deviation from IFU or unable to reprocess correctly due to the material located on certain parts of the device. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use: "-inspection of the endoscope" olympus will continue to monitor field performance for this device.